Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient said that yesterday had shoulder replacement surgery and had difficulty connecting to implant beforehand to turn stimulation off and difficulty connecting afterwards to turn therapy on and as a result doesn't know if therapy is on. The reason for call was to report that last night started going to the bathroom once every hour for about 5 hours and never felt empty. Patient said that later hcp staff placed a foley catheter and what was measured was 2,000 cc's of urine. Patient asked if there is any way if the device prevented them from urinating and caused them to hold the urine. Agent reviewed therapy information with patient. Patient said that due to other medical issues they are about nine months past due on replacing the neurostimulator battery and wondering if the neurostimulator battery is low or depleted. Patient requested that the local medtronic representative come to the surgical center to check their neurostimulator battery. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from a healthcare professional (hcp). The hcp reported that they cannot answer questions as they were not involved in [their] care that day". The hcp did however clarify that the patient didn't experience urinary retention prior to the device and it is unknown if the retention worsened or if catheterization was the patient's standard of care prior to the device.